Event description:
It was reported that during a laparoscopic cholecystectomy the device produced two scissored clips on the cystic artery. A second device was opened and the same problem occurred. The procedure was finished with a delay of 15 minutes. In the evening of the same day, the patient was re-operated on because of shock. Post-operative bleeding was found in the abdomen and the patient required a transfusion as a result of this event. The bleeding was corrected and procedure finished in about 60 minutes. The patient is doing well with no further consequence.